Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was closure of a calcified unspecified access site using a prostyle device after percutaneous transluminal angioplasty interventional procedure. Reportedly, a back wall stich occurred in the procedure with two prostyle devices. The sutures were then removed via endarterectomy. Hemostasis was achieve via surgical intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B1: correction: adverse event was added. B2: correction: outcomes attributed to ae corrected from na to required intervention. B3: date of event is estimated. B5: describe event or problem: updated. D1: corrected brand name from unk perclose to perclose¿ prostyle¿. D4: corrected model #/catalog# from unk perclose closure to unk prostyle. H1: corrected type of reportable event from malfunction to serious injury. H6: correction health effect - impact code 2199 was removed. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported patient effect and treatment appears to be related to the circumstances of the procedure. The patient effect of dissection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided. H6: correction adverse event problem health effect - clinical code 4582 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was closure of a calcified unspecified access site using a prostyle device after percutaneous transluminal angioplasty interventional procedure. Reportedly, a back wall stich occurred with two prostyle devices in the procedure and a dissection was noted in the access area. A endarterectomy was performed post procedure and with no reported issues. The dissection and hemostasis were achieve via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was closure of an unspecified access site using an unknown perclose device after an unknown procedure. Reportedly, the devices back walled. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.